Event description:
It was reported that the devices were used during a laparoscopic hernia repair. It was reported by the rep that during the firing of the first staples from the emergency medical service stapler, the surgeon felt it didn't fire correctly from the start. Another stapler was pulled and again he felt it misfired. The procedure was concluded with a third emergency medical service stapler without complications. All (3) reducers and trocars ripped during the case and were replaced with new devices. The operating room time was extended approx 5 minutes. There was no consequence to the pt.